Event description:
The manufacturer received information alleging a ventilator was alarming for circuit disconnect, low minute ventilation, low inspiratory pressure, and low circuit leak. The ventilator¿s airflow was weak and that the patient's blood oxygen saturation was decreased. The patient was taken to the hospital and placed on a different device. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for circuit disconnect, low minute ventilation, low inspiratory pressure, and low circuit leak. The ventilator¿s airflow was weak and that the patient's blood oxygen saturation was decreased. The patient was taken to the hospital and placed on a different device. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. No abnormality related to the reported issue was found.